Event description:
Patient #1 the customer reported that the autopulse platform (sn (B)(6)) sized the patient and performed compressions for 30-40 seconds, but it stopped compressions. The customer did not report any user advisory (ua). Repositioning the patient, lifting the lifeband, and placing it back on the patient's chest did not resolve the issue. The crew pressed the green start button, but the autopulse platform didn't re-size the patient. The reported issue caused CPR pauses, and the crew initiated manual CPR. The patient's status information was requested, but the customer did not provide a response. Per the customer, the autopulse platform works fine on a mannequin, and restarting it temporarily resolves the issue before it reoccurs.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions was confirmed based on the archive data review and functional testing. The customer reported that the same issue occurred with two patients on (B)(6) 2024 and (B)(6) 2024. Based on the archive data, the autopulse platform was first used for an active operation on (B)(6) 2024, and later it was used on 4/18/2024. During the first event on (B)(6) 2024, the autopulse platform stopped compressions multiple times with user advisory (ua) 17 (max motor on time exceeded during active operation) and one time with ua02 (compression tracking error). The ua17 advisory message was replicated during functional testing at zoll. The root cause of the intermittent occurrences of ua17 was the drivetrain motor brake gap being too wide (out of specification). The ua02 advisory message was cleared and not replicated during testing at zoll. User advisory is normally a clearable error message, designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Visual inspection revealed that the top cover and front enclosure were cracked, unrelated to the reported complaint, and likely attributed to user mishandling. The top cover and front enclosure were replaced to address this issue. Upon further inspection, the encoder driveshaft was observed damaged, unrelated to the ua17 advisory message. Over time, the force from the back-and-forth rotation can cause wear and tear on the driveshaft and locking pin, eventually damaging the encoder driveshaft. The integrated encoder gearbox was replaced to remedy the problem. The autopulse platform stopped compressions during the preliminary functional evaluation, confirming the customer's reported complaint. The platform failed the functional testing due to ua17 advisory messages. There was no brake activation (open/clicking sound) when the platform powered on. The too-wide (out of the specification) drivetrain motor brake gap was adjusted within the specification to remedy the fault. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in tests using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).